Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2020).

Event description:
It was reported that during a port placement procedure, the sliding/movable feeder guide on the guidewire coil was not accounted for during port insertion through the left cephalic vein. The patient had a CT scan and x-ray to locate the sliding feeder on the wire coil; there was no embolus; however, it is unknown if the blue sliding movable feeder guide was retained in the patient. The initial port was removed and another port was placed. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sliding/movable feeder guide on the guidewire coil was not accounted for during port insertion through the left cephalic vein. The patient had a CT scan and x-ray to locate the sliding feeder on the wire coil; there was no embolus; however, it is unknown if the blue sliding movable feeder guide was retained in the patient. The initial port was removed and another port was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed, as the device was not returned. However, three electronic photos were provided for review. The complaint of the j-tip straightener becoming unaccounted for cannot be confirmed by visual review of the samples returned. The photographs returned give an example of a j-tip straightener, along with the rest of a guidewire/hoop, and one introducer needle. However, as the complaint refers to a j-tip straightener that became unaccounted for during the procedure, it appears that these photos are meant to depict a similar component for reference. The complaint of a j-tip straightener becoming unaccounted for cannot be confirmed and therefore no cause can be determined. Part of the report states that there is no complaint about the product, but the issue was the part being unaccounted for and it would have been beneficial if the part was radio-opaque so they could have determined if it had gone into the patient or not. Labeling review: the IFU provides instructions on the correct use of the j-tip straightener. The cause of this event is unknown and therefore the applicability of particular IFU sections is unknown. Therefore, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) considered the product labeling adequate.